Event description:
The customer's mother reported via social media post that the insulin pump died and stopped working. The customer's mother stated that a temporary replacement insulin pump was being sent. The blood glucose reading was unavailable, as there was not enough customer information for the customer's account to be located.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.